Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that, on an x-ray, the right ventricular lead appeared fractured and the insulation appeared breached, however pacing thresholds, impedances, coil impedances, and sensing was normal. After further review of the x-ray, it was determined that a guidewire fragment was producing "the strange looking x-ray" and causing the lead to appear fractured. The lead remains in use. No patient complications have been reported as a result of this event.